Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a kind of small scratch was observed at the center of the optic. The surgeon did not use the intraocular lens (iol). Reportedly, there was no patient contact or patient injury. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the lens revealed surface residuals (fiber/particles) were observed on the optic lens. There were no scratches observed. Therefore, the reported complaint is not confirmed. The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with the manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order (p/o) was manufactured. A review of the raw material / manufacturing procedures in the change control system was done during the period when this p/o was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.